Event description:
It was reported that the patient had corvue programmed on, but the device was not displaying any diagnostic data for thoracic impedance. The impedance graph for corvue was completely blank, indicating that the algorithm was either not working or was not plotting the data correctly. The rv lead impedance was out of range. Lead issue was suspected. No patient symptoms were reported. Further information notes that the rv ring was not taking proper impedance measurements. The impedance measured by device was consistently out of range. Lead replacement was recommended.